Event description:
It was reported that during a lower extremity angioplasty treatment procedure, a guide wire tip detachment occurred. The lesion was located in the heavily calcified peroneal artery. A 300cm v-14 guide wire was advanced in the peroneal area in conjunction with a non-bsc balloon catheter. The v-14 became stuck at the tip of the balloon catheter. Both devices were being withdrawn from the patient together under no 'undue' tension when approximately 1.5cm of the tip of the v-14 guide wire detached. Imaging showed that the tip remained in the patients' popliteal artery. A non-bsc drug-eluting stent was then positioned and deployed over the tip fragment trapping it to the vessel wall. Nothing adverse in the patient¿s condition was reported or expected as a result of the incident. No further patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).